Manufacturer narrative:
Follow-up # 1 ¿ (08/23/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/9/2013 and 8/16/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan to report the one touch ping meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 3:30 pm, the patient noted the reported meter would not power on; he was unable to test his blood glucose level. The patient replaced the meter batteries to no avail. Two hours afterwards, the patient experienced the symptom of irritability and he felt his blood glucose level was high. The patient administered self-treatment by taking 2.0 units insulin via the pump; he did not seek any medical attention. The issue was not resolved with troubleshooting. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptom was not indicative of severe injury and he did not seek medical attention. However, as the power issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.